Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 when attempting to deliver a bolus. Customer's blood glucose level was 356 mg/dl, which was addressed with manual injections. It was indicated that the customer was able to load a cartridge successfully and will continue to monitor system performance.